Manufacturer narrative:
The physician did not remove the sensor as the device was not defective. As of (B)(6) 2019 the patient reported that she was getting better and was not experiencing any pain.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was implanted. The patient was administered topical and oral antibiotics by a physician.